Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the atrial lead exhibited low impedance and noise. No intervention was performed. The patient was in stable condition.